Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the he pressed the arrow buttons, but they were not responding. The customer explained that after holding the button down for a few seconds, the button would respond. The customer's blood glucose was 166 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.